Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic bilateral salpingo oophorectomy. Event description: it was reported via email that during a laparoscopic bso on (B)(6) 2024, that upon final inspection of the procedure, a small piece of plastic was identified and retrieved from the patients abdomen. There were no visible signs of damage of the products used, and the theatre manager kept the trocars and the piece of plastic for inspection. Applied medical representative inspected the products and it appears that the instrument guard had detached from the seal housing during the procedure. No swabs were put through the ports. The grasper used was a [brand name] off our laparoscopic set a [brand name] laparoscopic grasper short. We also used an aspirating needle down the 5mm balloon port to draw fluid out of the ovarian cyst additional information received via email on 12aug24 by applied medical representative: patient is ok after this event. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the operating surgeons identified the piece of plastic and it was retrieved. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. However, based on the photos of the event unit and the description of the event, it is likely that the shield dislodgement was caused by an asymmetrical instrument that was inserted through the seal subassembly in a non-axial manner. The instructions for use (IFU) states the following precaution: "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: laparoscopic bilateral salpingo oophorectomy. Event description: it was reported via email that during a laparoscopic bso on (B)(6) 2024, that upon final inspection of the procedure, a small piece of plastic was identified and retrieved from the patient's abdomen. There were no visible signs of damage of the products used, and the theatre manager kept the trocars and the piece of plastic for inspection. Applied medical representative inspected the products and it appears that the instrument guard had detached from the seal housing during the procedure. No swabs were put through the ports. The grasper used was a [brand name] off our laparoscopic set a [brand name] laparoscopic grasper short. We also used an aspirating needle down the 5mm balloon port to draw fluid out of the ovarian cyst. Additional information received via email on 12aug24 by applied medical representative: patient is ok after this event. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the operating surgeons identified the piece of plastic and it was retrieved. Patient status: patient is ok.